Event description:
Boston scientific received information that rhythm acceleration by this implantable cardioverter defibrillator (ICD) led to a non-generated yellow alert. The rhythm was not converted by the device. After eight attempts, the device exhausted therapy. The field representative believes that the rhythm was converted but was did not state if external defibrillation was necessary. A boston scientific technical services (ts) consultant discussed that the clinic was alerted of the non-generated yellow alert. Should any additional information related to this event become available, this event will be updated. The device was later explanted due to patient condition. No adverse patient effects were reported during the procedure. The device was later returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.